Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed sometimes when the "options" button was selected. The touchscreen passed all the tests during troubleshooting with tandem's technical support. There was no impact to the customer's blood glucose level.